Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low and high blood glucose. Customer's blood glucose at time of incident was unknown. Customer stated that she has been in the hospital for 2 weeks and went in a combination of her blood sugars and uti. Customer stated that she will be probably released by tomorrow. The customer was advised that we will call her back for more information.